Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the reported event was confirmed. During the inspection, the sbc identified the following: - there were foreign materials in the lens. - the lens was displaced. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus the center focus was deviated on their telescope. The event did not impact a patient or procedure. Upon inspection and testing of the customer returned device, the lens was found displaced. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The following non-reportable malfunctions were found during the device evaluation: there were foreign materials in the lens. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.